Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to a "device problem", however, no details were provided. Additional information has been requested, but has not been made available as of the date of this report, (B)(6) 2010.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2010.

Manufacturer narrative:
Per patient's surgeon, patient was reimplanted with a new device on (B)(6) 2010, during this surgery, the patient was also implanted in the contralateral ear.(B)(4)

Manufacturer narrative:
(B)(4).